Event description:
It was reported that the console had a burning smell, and a crack noise was heard. The debris shield was also blown. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the console had a burning smell, and a crack noise was heard. The debris shield was also blown. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.